Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the ipg was bothering the patient. The physician recommended relocation of the ipg but the patient preferred to have the scs system removed. The explanted devices were not returned to bsn as they were discarded by the medical facility.